Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013 device evaluation:the pump has been returned and evaluated by product analysis on 07/19/2013 with the following findings:a review of the pump history indicated that the pump ¿low cartridge¿ warning level was set for 10 units. A review of the black box history revealed on 04/22/2013 data was overwritten and therefore the cartridge level was unable to be determined at the time of the reported complaint. A ¿low cartridge¿ warning was reproduced for investigation; the pump gave the appropriate sound and displayed the correct message on the screen; the warning was accurately recorded in pump history. A 10unit audio and a 10unit normal bolus were successfully performed on the pump and both were accurately recorded in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The reported complaint was not be duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the pump did not alarm for low cartridge when 10 units of insulin were remaining. The reporter stated the pump was set to warn low cartridge at 10 units and noticed the pump had 7 units remaining without alarming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.